Manufacturer narrative:
(B)(4). The device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reamers are dull.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary :the instrument has been received for examination. Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Johnson & johnson canada reports the reamers are dull need replacing. The device associated with this report was not returned to the depuy warsaw facility. The lot number was not provided. A search of the complaint database found prior reports for dullness that were attributed to heavy usage. However, with no instrument returned the complaint could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Update: february 19, 2019 . Johnson and johnson canada reported the reamers are dull - need replacing. Examination of the returned instrument confirmed the complaint; grater head cutting edges are dull. The complaint sample consisted of (1) 244000544 quickset ace grater head 44mm. A search of the complaint database found similar reports and the root cause was attributed to heavy usage and wear out. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419.